Event description:
Litigation alleges that patient has suffered from severe pain, swelling, movement of the implant within the body, diminished functioning of the implant so that patient was unable to walk normally and began to walk with a limp, difficulty maneuvering body, a substantial limitation in range of motion, difficulty lifting objects, and an inability to perform job. Patient has been informed that revision surgery will most likely be required.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). (B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 2061463 and 2272157 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm was updated and added date of revision, product experience code, surgeon, hospital name, and expiration date of metal liner and metal head. The stem, sleeve and the unknown hip implant were added to the impacted product due to alleges loosening of stem and fracture component from the ppf.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.